Manufacturer narrative:
Product event summary: one patient file was returned and analyzed. The patient file showed 10 applications were performed using an afapro23 catheter with lot number 17414. The patient file did not show any system notices on the reported date of the event. The console output data (pressure, preset pressure, and flow) showed the pressure was tracking the preset pressure and the flow readings were as expected; however, the temperature profile was unexpected (temperature artifacts were observed) during ablations at application number two. In conclusion, the reported temperature issues were confirmed during data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a temperature spike occurred on one ablation. The case was completed with cryo. Data files were reviewed and pressure and flow were as expected. No patient complications have been reported as a result of this event.